Event description:
Procedure: laparoscopic hernia repair. According to the reporter: the seal on the device broke off when the camera was inserted. There was no unanticipated tissue loss, no unanticipated extension of the incision more than one inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in the patient's cavity and no device fragment was left in the patient. Another device had to be opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).